Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was in hospice care. The implantable cardioverter defibrillator (ICD) was unable to be interrogated. Programming changes were performed on the ICD to deactivate high voltage therapy and it was decided to tape a magnet over the device until the patient passes away. The patient condition was stable.